Manufacturer narrative:
Patient information not provided due to japanese patient privacy regulations. A medtronic representative went to the site to test the equipment. Testing revealed that the network cross-connect cable needed to be replaced. Upon replacement, the system regained functionality.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the images were not transferred to the navigation. The lan cable was damaged. Issue occurred intra/peri-operatively with no delay to surgical time. There was no reported impact to patient outcome.